Event description:
It was later reported that an unknown catheter issue occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion code fdc no longer applies to the event.

Event description:
Additional information was received from the consumer regarding the catheter dislodgement. The catheter was still in the spinal column, but moved down. The event required the drug dose to be increased, but the patient still did not receive good relief. The catheter position was determined via fluoroscopy. The fall that supposedly caused the catheter dislodgement occurred in (B)(6) 2012 or 2013. It was also mentioned the drug contained in the pump was "concentrated x3" so the patient could "go away for the winter." This caused the issue regarding the granuloma. The drug concentration was lowered, which decreased the inflammation. It was noted the pump was also relocated at the time of the catheter revision. It was further reported the patient was to have surgery to rebuild her pelvic floor and possibly have a colostomy (due to pelvic mesh failure) on (B)(6) 2015.

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8590-1, lot# n185021, implanted: 2009 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the symptoms that the patient was experiencing were because he fell stepping out of a trailer and not from the granuloma. The catheter revision "took care of it" and the patient was currently doing very well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the hcp suspected a granuloma, however, at time of catheter revision it was apparent that the catheter had dislodged and was no longer in the intrathecal space. Additional information later reported that the patient stated that the catheter probably became dislodged when the patient fell while walking out the door of their motor home without the steps extended.

Event description:
It was reported that the patient experienced pain, less than 50% therapy relief and the inability to walk. An x-ray was done. The patient had inflammatory mass/granuloma at the tip of the catheter, in the intrathecal space. There were no direct issues with the product. The physician planned on implanting a new catheter and leaving in the old one. He reportedly did not seem concerned about the mass and was leaving it. It was noted that the nurse practitioner was informed of the risks of granuloma formation, but had no intent on getting a neurosurgeon consult. She seemed to blame the newly developed inability to walk on the loss of pain control. There were not potential neurological deficits due to granuloma formation. At the time of this report, the patient status was indicated to be ¿alive-with injury¿. The device system was used to deliver dilaudid 5mg/day. It was later reported that the catheter implant surgery was scheduled for (B)(6). It was later reported that the old catheter was tied off and left in the patient. The catheter tip was at the ¿l4 segment¿. A new catheter was introduced into the intrathecal space. The pump was programmed to a 5mg/ml concentration with a simple continuous dose of 0.5mg/day.